Event description:
New information notes (B)(6) 2014 a electrocardiogram showed the patient experienced a atrial paced, ventricular paced block. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that no inductive telemetry could be established due to a hybrid circuit component anomaly.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted.